Event description:
It was reported that kangaroo tube feeding pumps may revert to incorrect settings when the pump is shut off and then turned back on and the "continue previous settings" option is pressed. When spot checking pumps, this pump was noticed to have this error. The tube feeding was programmed at 55ml an hour and the pump went to 80ml an hour when the "continue previous settings" button was pressed. The pump was removed from service and a work order was placed. Biomed review: upon testing I turned unit on left it at its original settings of 55ml hr. I also captured a photo of that, let unit run at 5 minute intervals several times turned it off turned it back on and kept settings and continued running, this unit never reverted to 80ml hr or any other misinformation all buttons working and battery was fully charged, what I did find is that the bag volume on the bottom of screen resets to 800ml because it thinks by turning it off you are replacing the bag, it would be better to use hold and not turn pump off so you know the total that was fed. Picture attached. I pulled seven pumps from supply and tested them all. These were my results: on startup for each one, I selected ¿keep settings¿ and saw that settings from their last clinical use were still stored. I then restarted each one and cleared settings to load my own program. Feed rate, flush volume, and flush interval remained unchanged in each pump after restart . Vtbd reset to the programmed amount, and this is normal operation. The small metric beneath feed rate that toggles between total flushed amount and total fed amount remained unchanged after power cycle. (I.e. If 5ml feed had been delivered at shutdown, 5ml remained in ¿fed¿ regardless of the fact that the vtbd value reset itself). It seems as though these pumps are operating as indicated by the manufacturer. We tested several other pumps without failure and also the same results from turning it off it resets bag volume. We currently have (B)(4) of these pumps and in that year and a half there were (B)(4) corrective work orders and most relate to physical damage, battery/power issues, or error codes. I looked for a keyword of "rate" and found nothing, I also skimmed through the work order titles and none aligned with rate changes.